Event description:
It was reported that the patient developed hematoma, an infection, and vegetation was observed on the pacemaker leads. The entire pacing system including medtronic left ventricular lead was removed. There was no further consequence to the patient. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".